Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements with a recent measurement greater than 125 ohms. Boston scientific technical services (ts) reviewed the data and recommended increasing the shock alert level on the associated implantable cardioverter defibrillator (ICD) from 125 to 150 ohms and monitor the patient. No adverse patient effects were reported. The lead remains implanted and in service.